Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimally invasive esophagectomy, while suturing the stomach, both reported instruments were difficult to load and the needle came out on the first stitch. Also, after surgeon took a bite of tissue and then toggled the needle, tissue stuck and the surgeon had to pull on an instrument to get needle dislodged. The surgeon used another device to complete the procedure. There was no patient injury.